Manufacturer narrative:
On the 11th december 2017 (B)(4) reported to medacta the following investigation: batch released on date: 17jan/2017. N. Of pieces released: (B)(4). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. There aren't non conformity elements in the document review. Inspection: we have already received complaints for this code and batch. The piece was not available for analysis, but looking at the picture, the drill broke in 2 pieces. Conclusion: we suppose that the rupture could have been caused by a drill flexion during the use which led to the drill breakage.

Event description:
During surgery while drilling for a screw. The drill bit broke. No additional instrumentation required as he was done using the drill bit. There was no delay in the case. All fragments were recovered. The surgery was completed successfully